Event description:
It was reported that the patient has experienced an increase in seizures since the device was programmed on. The patient's husband reported that the seizures are increased above what the patient experienced following vns implant on (B)(6) 2014. The surgeon advised the patient to follow-up with the neurologist. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient underwent vns explant surgery on (B)(6) 2015. The explanted products were discarded by the explanting facility; therefore, no product analysis can be performed.

Manufacturer narrative:
.